Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6)2005 and the mesh was implanted. The patient experienced mesh erosion through vagina, pain and underwent many surgeries to remove the mesh along with medication treatment. It was also reported that tyco ivs was implanted in 2006. No further information is available.